Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and oversensing resulting from a possible fracture. The rv lead was capped and a new rv lead was added on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. Beginning (B)(4) 2014, the sensing integrity counts up to 4745; with non-sustained ventricular tachycardia (vt) episodes and high rate episodes with evidence of lead noise oversensing. The rv lead integrity warning occurred on (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate episodes.